Event description:
It was reported that the insulin pump alarmed motor error after it had been exposed to a strong magnetic field. The caller did not know the blood glucose reading. The caller stated that the insulin pump had alarmed motor error 3 times in the last 30 days. Another error alarm in the history indicated that the motor encoder position experienced an error as well. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. No alarm in history alarm noted. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.